Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 61-year-old male patient presenting in cardiomyopathy, and in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. While the patient was in the intensive care unit (ICU), a thrombus formed in the graft located outside of the body. The thrombus hardened so the impella could no longer be repositioned if necessary. The impella was confirmed to be in good position at the time. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.2l/min with no issues. Thrombus (thrombosis) can occur due to inadequate anticoagulation. The presence of multiple invasive cannulation sites can also increase the risk for thrombus. Thrombosis is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Corrected information was provided in b3 (date of event). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
D6b: added explant date. New information: patient outcome is survived.